Event description:
Caller reported a malfunction on pump, with no notable events occurring before issue and malfunction code displayed as malf 0. There was no adverse impact to the customer¿s blood glucose level. Cts assisted the caller in attempting a pump reset, which did not resolve the issue, resulting in same malfunction code recurring. Consequently, cts decided to replace the pump. Caller will reach out to healthcare provider for backup therapy due to the absence of an alternative insulin delivery method. Updated pump with latest software was sent, and instructions for setting up the replacement and returning the faulty pump were provided. Caller understood and acknowledged guidelines given by cts.